Event description:
The aortascan measured 3 cm on all patient scans and the customer does not believe the measurements were accurate. There was no patient impact.

Manufacturer narrative:
Additional device component: assy, console, (B)(4). The device was due for calibration and the customer was going to perform the calibration to see if it resolved the possible inaccurate readings. Device evaluation summary: a return authorization was arranged for the customer to send the aortascan back for evaluation. To date the device has not been returned.